Manufacturer narrative:
One device was returned for repair with complaint of intermittent occlusion error. No service history within the last 12 months. Event log does not report occlusion error. Visual/functional testing was performed. Downstream occlusion test passed test, no occlusion error. Could not confirm complaint. Upon further investigation device had a large chip in the chassis. Replaced chassis which required also to replace downstream occlusion (dso) sensor, upstream occlusion (uso) sensor, air inline sensors, crankshaft and all its components. Device failed remote dose test. Remote dose did not plug into the port properly. Replaced lemo connector. Device also failed keypad test, and the gaskets were torn around the battery compartment. Replaced keypad and gasket. Device also had built up corrosion in the latch lock flex sensor. Replaced latch lock flex sensor. Device passed all test criteria.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an intermittent occlusion error. There was no patient involvement.